Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint was confirmed for the back left fork was bent. Underlying cause could not be identified. (B)(4).

Event description:
Rear fork bent.

Event description:
Rear fork bent.